Event description:
Reporter indicated that the patient's device had shown high impedance on a system diagnostics test. No patient adverse event, trauma, or manipulation was reported. No further information is available at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.